Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurately low control solution results. This complaint is being reported because it could not be determined if the reported results meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.